Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient expired. The cause of death was unknown. There is no known allegation from a health professional that the death was related to the device. Further information was requested and not available yet. Related manufacturer reference numbers: 2938836-2019-16215 and 2938836-2019-16216.

Manufacturer narrative:
The reported field event of patient expiring was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.